Event description:
A customer reported a scan error issue with the freestyle libre 2 sensor. As a result, the customer was unable to obtain neither glucose scan readings nor glucose alarm notifications and experienced symptoms of hypoglycemia, aggressiveness, and lost consciousness. The customer was treated by his boss with sugar water and coca cola and also had contact with a healthcare professional who administered 3 bags of glucose serum and ibuprofen/paracetamol for headache. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "(B)(6) 2021." All pertinent information available to abbott diabetes care has been submitted.